Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went through an airport scanner. The insulin pump was vibrating every 10 minutes. They had been treating their blood glucose with manual injections. They did not have the insulin pump with them at the time of the call so they could not see what the insulin pump was alarming. The customer will call back when they have the insulin pump with them. The device will not be returned for analysis.